Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported in the process of PICC catheterization, the specialist catheterization nurse found that the peripherally inserted central venous catheter decompression kit was not smooth at the clasp and could not be locked, so the peripherally inserted central venous catheter was replaced to continue catheterization. Due to timely detection, no harm was done.